Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient's device was explanted due to infection on (B)(6) 2020. The patient had been on antibiotics but the infection did not resolve. No factors were known to have contributed to the event and no diagnostics were performed. The device was discarded and will not be replaced in the future. The issue resolved. No further complications were reported or anticipated.